Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 1. 29 mg/dl (inform meter) and 1 mg/dl (lab) 2. 50 mg/dl (inform meter) and 36 mg/dl (lab) sets of readings were taken at different times on the same day. Neonate patient was symptomatic of hypoglycemia at the time of the readings. Neonate is on a diet of intravenous solution only, nothing by mouth (npo). Neonate was treated with detrose 10% solution intravenously based upon the meter reading. No adverse event reported. Neonate was transferred to a pediatric facility. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.